Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the patient had been having problems on and off with where half of their vagina would go numb. Patient said they had dealt with the same issue before and spoke with a lady (in patient services) about it that suggestion patient could turn therapy off for a month. Patient did this and then turned therapy on, adjusted settingsand the numbness in the vagina went away. Patient said they were having issues with increased incontinence, especially at night and they were having to wear poise underwear and when they would wake up and it would be soaked. Patient said because of this they started to adjust their settings and then they noticed if they moved a certain way, where the lead goes from the battery it felt like it was pulling or strain in that area. Patient would feel a pull, then pain and thought maybe they got bit by something . Patient asked their husband to check and they could feel a wire there and if they touched it, it shot level 8 pain to the implant battery on their left side. Patient noted they had an appointment to see their doctor on wednesday about this and the doctor told the patient to call patient services to see if there were any suggestions like turning the therapy off. Ps reviewed info, sent message to field to notify of situation and redirected patient to hcp. Patient said they may have to get the implant removed because having the interstim had been a journey and they had tried everything and they still had to use products to for their incontinence. Patient said they have had a lot of issues with the interstim stimulators (current and previous). Patient said their implant had been "moved a couple times". Patient then said they had the episode where half their vagina went numb and it was weird and was attributed to the implant. Patient said after turning off implant for month and adjusting implant the vaginal numbness went away but now patient had been dealing with the pain at the implant site for a few months. Patient was working with managing hcp on this and this doctor knew patients full medical history and had done patient's bladder prolapse surgeries. Patient mentioned medical history that they may have a bulging disc and they had autoimmune conditions where they would get pain and flair up. Patient said their rheumatologist was concerned that their body was thinking that there was something wrong because the patient had a flare and was having pain. They thought the patient's body was rejecting the implant. Additional information was received from the representative. They reported that they had spoken with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that steps taken to resolve the issue included that the rep spoke with patient on (B)(6) 2025. Patient was being followed by their implanting physician. They plan to turn the device back on before following up with the implanting physician on (B)(6) 2025. They will discuss next steps with the physician on that appointment date. Related (B)(4) for previous device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.